Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation treated with medication. On (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact type not reported). No hospitalizations or ER visits occurred due to this event. The event is considered to be "continuing" and details regarding the resolution of this event have not been reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 3.86; fev1 % predicted: 117.00; fvc: 4.83; fvc % predicted: 128.00. Post-bronchodilator: fev1: 3.39; fev1 % predicted: 103.00; fvc: 4.45; fvc % predicted: 118.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. This complaint is being reported based on the event of asthma exacerbation treated with medication. On (B)(6) 2015, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted to the device. According to the complainant, following the procedure, the patient experienced asthma exacerbation and was treated with medication (exact type not reported). No hospitalizations or ER visits occurred due to this event. The event is considered to be "continuing" and details regarding the resolution of this event have not been reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator, fev1: 3.86, fev1 % predicted: 117.00, fvc: 4.83, fvc % predicted: 128.00. Post-bronchodilator, fev1: 3.39, fev1 % predicted: 103.00, fvc: 4.45, fvc % predicted: 118.00. Additional information received on 09may2016: it was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. According to the complainant, on (B)(6) 2015, the patient was seen in the emergency room for an asthma exacerbation and was treated with adrenaline and solu-medrol. No hospitalizations occurred and the event was considered to be resolved (exact resolution date not reported). Additional information received on 20may2016: the adverse event of asthma exacerbation occurring on (B)(6) 2015 has been deemed not related to the patient's third bt treatment performed on (B)(6) 2015.